Event description:
Customer reports that within the last month, facility has had "at least 10 leaks involving chemo." Reportedly, leakage was observed at the needle lock area of the tubing. Reporter states, condition observed immediately by nursing staff who were wearing protective gear. Reporter confirms that there have been no pt or staff injuries.